Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heart failure patients indicated for lvad support are also often indicated for ICD implantation and are at high risk for arrhythmias. No evidence that the hvad system caused or contributed to the event. Other factors such as clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2015, his coreg dose was held because of a 50 bpm heart rate, and he experienced ventricular tachycardia. His ICD was interrogated and his pace rate was updated. The patient did not experience any further arrhythmias prior to discharge on (B)(6) 2015.